Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (pcb00 14.5 diopter) the haptic got stuck in the cartridge. Reportedly, the lens had patient contact but there was no injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 08/25/2018. Device evaluation: the device was received at the manufacturing site for investigation. A visual inspection and evaluation using magnification was performed. The pcb00 product was received in the original package. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. Lens was returned with the preloaded device. No damaged was observed to the cartridge. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed one additional complaint was received for this production order number which the results revealed that the product was manufactured according to specification and no product quality deficiency was identified and it was not related to this issue. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.